Manufacturer narrative:
The field service representative (fsr) confirmed that the customer was shocked by a faulty loose cable, however there was no harm to the customer and no medical treatment was required. The investigation noted that when the module produced error 21308 ¿timeout archive sensor 31¿, the customer did not request a trained service engineer to perform the necessary troubleshooting to avoid operator injury. The cross functional team, which included medical affairs, technical operations, technical product support, and product quality assurance, reviewed the available information and concluded the adverse event was related to use error. A review of the glp systems track risk analysis was performed by technical operations and relevant sequence of events and modes of control for electrical shocks are addressed in the risk analysis table, therefore no updates to the risk management file are required. Based on the investigation, a deficiency was identified for the glp storage module (r) (list number 06q20-01), serial (B)(6). Further investigation identified this incident was impacted by an issue in the design of the cable routing and cable connection of the archive I storage module. It was found that the cable routing and cable connection design in these modules may lead to damaged cables, potentially resulting in exposure of uninsulated wires. While servicing the module, glp trained service representatives accessing these cables may be exposed to these energized wires. A product correction letter was issued to the customers with impacted modules to notify them of the potential issue in the cable routing and cable connection design of the archive I storage module. Laboratory users are instructed not to directly access the internal components of the archive I storage module as there is a group of cables at the top of the module that may have an exposed uninsulated wire. Customers are instructed to contact their glp trained service representative to perform any internal service or maintenance. This report is being filed on an international product, glp storage module (list number 06q20-01), which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51 note: the impacted product is not distributed in the us. The similar product, when marketed in the us, will be a modified version of the glp storage module. This similar product will have a different design to the cable routing and cable configuration than that of the glp storage module, list number 06q20-01, and therefore this issue will not occur in the us.

Event description:
The customer reported that the glp storage module generated an error code. While the customer was attempting to fix the issue, a customer employee reported receiving an electric shock from a loose wire. The loose cable was located behind the middle console of archive 1. While an employee received an electric shock, the customer confirmed that the employee was not harmed and did not require any medical treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 06q20-01 and there is a similar product distributed in the us, list number 04z96-51. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the glp storage module generated an error code. While the customer was attempting to fix the issue, a customer employee reported receiving an electric shock from a loose wire. The loose cable was located behind the middle console of archive 1. While an employee received an electric shock, the customer confirmed that the employee was not harmed and did not require any medical treatment.